Event description:
It was reported that the patient had loss of therapy effect. The patient was considered having the pump removed and taking oral medications, but they noted having stomach problems. It was also stated that over approximately six months, the patient¿s pain and numbness continued to get worse and they could not sleep, and were in ¿horrible shape¿. The reporter also stated that approximately two weeks ago, the patient went to the emergency room (ER) and "they ran dye through it and did computed tomography (CT) scans on it and said it was clogged up, it was like where the tip goes into the spine, there was a mass there and it was clogged". It was noted the patient was told they thought she had not been getting medication in "quite some time" and "they all agreed this was very dangerous" and that the patient needed to have the pump removed. It was stated that the patient was getting worse and felt that it would ¿kill her¿ if they did not do something. It was later reported that the patient had been referred to her managing hcp due to they had arrived to their appointment very disoriented and unable to answer questions appropriately. The pump system was being used to deliver morphine. It was further noted that during the previously reported dye study with fluoroscopy, dye came out of the catheter tip. It was noted that a mass could not be visualized under fluoroscopy. The reporter then spoke with the health care provider (hcp) on (B)(6) 2013, and was told that the hcp¿s impression was that there was a small mass at the tip. The reporter did not see the CT report. The patient was referred to a neurosurgeon for complete system removal; however, the patient did not get along with that hcp, thus the patient was sent to a different hcp for referral. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#(B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).